Event description:
It was reported that when the patient presented for follow-up, the device was found in back-up vvi mode. A device download was successfully performed to restore the device. The patient was asymptomatic throughout the process.

Manufacturer narrative:
(B)(4).